Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated they are receiving a compromised force sensor alarm. The customer was advised to perform rewind process again. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind and prime successfully. Customer received 2 motor errors and compromised force sensor. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No prime alarm and motor error alarm noted. The motor passed motor test. The insulin pump passed including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. We were unable to perform occlusion test and no delivery test due to prime anomaly. The insulin pump had minor scratches on display window and cracked reservoir tube lip.